Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. This condition has the potential to cause an interruption of delivery. The event occurred in the emergency room. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The facility representative contacted baxter to report a colleague infusion pump in which the device had screen guard damage. The event occurred in the emergency room. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. (The customer reported problem of damaged battery is addressed in manufacturer report number : 6000001-2011-30274). Upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury.